Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she is taking the battery out and she will wait a few days before the pump will come up again to use it. Customer's last blood glucose was 128 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to the corroded keypad traces. There was no button error alarm noted on the pump. The pump was received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.